Event description:
Ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction in the device's memory logs, but could not duplicate the reported event. The cse inspected the device and replaced the pressure transducer pcb and the auto-zero solenoid as a precautionary action. The unit passed extended self testing.